Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was seen at the clinic and was found to have tenderness and drainage from the driveline exit site. The patient was started on oral doxycycline and cipro. A microbial culture tested positive for pseudomonas aeruginosa. The patient presented to a follow-up clinic visit on (B)(6) 2016 with progressive symptoms of pain, induration, and redness despite one week of oral antibiotics. The patient was admitted for IV antibiotic treatment. The patient was subsequently discharged home with a plan to continue IV antibiotics until (B)(6) 2016. The patient subsequently expired on (B)(6) 2016. The cause of death was reportedly unknown. No further information was provided.

Manufacturer narrative:
A direct correlation between the report of infection and the device could not be determined. It was reported that the infection was treated with oral and intravenous antibiotics, and was discharged to home on antibiotics. It was further reported that the patient subsequently expired on (B)(6) 2016. The patient¿s death was reported under medwatch MFR. Report # 2916596-2016-01592. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.